Event description:
A malfunction was reported with the pump displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the malfunction code appears again.